Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an open radical hysterectomy, the blade got stuck in the jaws of the device, and the jaws could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon used vascular clamps and then cut the tissue with a scalpel. He then used sutures to seal the area. The patient is reportedly in good condition.